Event description:
It was reported that the customer had low blood glucose readings a month prior to the call. Customer reported blood glucose reading was 60 mg/dl and even went down to 40 mg/dl. Customer's spouse gave two glucagon shots to treat. Customer stated the insulin pump was ok and did not blame it for low blood glucose. Customer was just concerned with the insulin pump settings and calculations. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.